Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device had, a sticky trigger, was worn, would not run, component damage, and the device would run in the locked position. It was further determined that the device failed pretest for general condition, check trigger locking (safety system), check for sticky trigger, check the function of the device, and check oscillation frequency. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and would run in the locked position. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. (B)(4).